Event description:
It was reported that the 9900 system had a collimator iris potentiometer error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.